Event description:
3 days after a coronary drug eluting stenting treatment procedure a thrombosis and death occurred. The 95% stenosed lesion being treated was located in the mildly calcified, mildly tortuous ostial circumflex artery (cx). Heparin was given. The physician predilated with a 3.0x20mm maverick balloon, inflated to 6 atms. A 3.50 x 24 mm taxus express2 drug eluting stent was deployed to 6 atms. The lesion was post-dilated and stent was determined to be positioned and well apposed. Three days after the initial procedure the patient felt uncomfortable. A thrombosis was found in left main (lm) coronary artery. The patient had not been discharged from the hospital. The physician was unable to identify the cause of death.